Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: f/g, promus element,mr,ous 3.50 x 28 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut rows 9, 10, 13, 14, 15 and 16 (counting from the proximal end towards the distal end of stent) were damaged. The undamaged section of the crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 06-apr-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.50 x 28 mm promus element ¿ drug-eluting stent was advanced and despite multiple attempts, device was unable to cross the lesion. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.